Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the last dwell of peritoneal dialysis therapy on the homechoice. It was not reported whether the patient was connected at the time of the alarm. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.